Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted unspecific oversensing. However, no episodes were recorded by the implantable cardioverter defibrillator. No intervention was performed. The patient was in stable condition.